Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the implantable cardiac monitor (icm) exhibited noise oversensing which resulted in false tachycardia episodes and undersensing. No changes or interventions were reported. The patient was in stable condition.

Event description:
New information received notes that there was recurrence of the implantable cardiac monitor (icm) exhibited undersensing resulted in false positive pause that was observed from merlin.net transmission. No changes or interventions were reported; the icm will continue to be monitored. The patient was in stable condition.

Event description:
New information received notes that no programming changes were done; the implantable cardiac monitor (icm) will continue to be monitored.